Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If either the meter is returned, lifescan will evaluate it and, if either the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On (B)(6) 2004, the pt contacted lfs alleging that her one touch ultra meter was reading inaccurately low. The senior medical affairs specialist spoke with the pt on (B)(6) 2004. A pt reported blood glucose results of 145 mg/dl with a lifescan meter and 223 mg/dl on a lab device, performed within 10 mins of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The customer service rep discovered that the meter had been set to mmol/l, instead of mg/dl. The pt mentioned that she had never noticed the change in the unit of measurement. She confirmed that the result obtained at the lab was in the mg/dl and the unit of measurement may have changed following the meter to lab comparison. She also confirmed that she never entered the meter settings or attempt to replace the battery. The pt neither alleged harm nor experienced injury or medical intervention. Based on the unit of measurement, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter and control solution were replaced.